Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an exit block shortly after the implant of their pacing lead. It was also reported that during the implant of the lead, multiple re-positioning attempts were required due to high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.